Event description:
Received call from the hospital, asking if an error in compounding hydration could have occurred. Pt's magnesium level was 2.1 in 2008, and on two days later 9.1. The order was for d5/0.2 % sodium chloride with kphos 5msq/l + 1200 mg mgso4/l at 100 cc/hr continuously. The compounder did not recognize the mgso4 as a salt and calculated the magnesium as an ion. The resultant error caused an over infusion of magnesium 30gm/24hrs vs 2.8 gm/24hrs. The infusion ran for approximately 48 hrs before error was caught. The infusion was stopped at childrens and by the evening of four days later, mg level was 3.1 and back to normal on the same day. Patient was to be discharged the same day, but developed a fever which will prolong his hospital stay.